Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received. It was reported that the pump had stopped working and needed to schedule a pump revision as soon as possible and to manage medication orally as well as turn the pump to a low dose. No cause had been determined why the motor stalled and a pump revision was done. Additional information was received from a manufacturer's representative on 2017-may-15. It was reported that the pump was explanted, and the reason for removal was device-related. The date of explant was unknown. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was indicated that no patient injury occurred, and the patient recovered without sequela. No further complications were reported/anticipated as a result of the event.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl [200 mcg/ml] at a rate of 72.5 mcg/day and baclofen [200 mcg/ml] at a rate of 72.5 mcg/day via intrathecal drug delivery pump for failed back surgery syndrome, chronic low back pain, and spinal pain. It was reported that there was a motor stall seen at initial interrogation. The patient did not recently have an MRI and did not hear a pump alarm. It was also reported a stopped pump period may exceed tube set.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient¿s weight at the time of the event was (B)(6). The pump was explanted on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.